Manufacturer narrative:
Mps (B)(4) reported camera not seeing any arrays. Device evaluation and results: per wo-(B)(4): reported issue not reproducible. Tested robot and ran several camera accuracy, combined accuracy test- all pre surgery passed. Tightened very loose lcd pivot assy. Performed pm. Adjusted j5 and j6. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review: a review of device history records shows that on 06/29/09 1 device was inspected and 1 device was placed on: (B)(4). A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use.

Event description:
Case number: (B)(4), (B)(4) - mps (B)(4) reported . Amera not seeing any arrays. Case type: pka. Surgery was not completed robotically. Was the patient under anesthesia when issue was noticed? Yes. Update: surgical delay 15-30 min. Case did not cancel. Case was completed manually after converting to a depuy total knee.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - mps (B)(6) reported "amera" not seeing any arrays. Case type: pka. Surgery was not completed robotically. Was the patient under anesthesia when issue was noticed? Yes. Update: surgical delay 15-30 min case did not cancel. Case was completed manually after converting to a depuy total knee.